Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl w/lm system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and a lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tnih result.

Manufacturer narrative:
Additional information (20-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely elevated tnih result on a dimension exl w/lm system. Hsc evaluated the information provided by the customer and the instrument data log. The data did not show any atypical performance with the sample aspiration system, reagent delivery system or the loci module that would have affected the test results. Quality control (qc) and calibration were within expectations at the time of the event and no other patient samples were reported to be affected. The cause of the issue is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00128 was filed 05-may-2022.